Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 10-dec-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Fill volume: unknown, flow rate: unknown, procedure: unknown, cathplace: unknown. It was reported the patient was kept overnight in the hospital for monitoring related to a history of allergies to medications. It was noted the pump "worked wonderfully" for the patient, but when she woke up at 0400 she ended up removing the pump because large hives were noted up and down her thigh at the surgical site. When the patient called at 1116, central standard time, the hives had disappeared. The patient was doing well and the surgeon did not prescribe any medication for the hives.